Event description:
Following the cardiomems implant procedure, the patient experienced hemoptysis. Patient recovered without any intervention.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.